Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
Insulin pump had a protruded and loose drive support disk. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker and missing end cap o-ring.

Event description:
It was reported that the insulin pump has physcial damage. Customer's blood glucose reading was 113 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.